Event description:
A home patient (hp) contacted global technical services to report a supply bag fell and disconnected on the homechoice (hc) machine during therapy. The technical service representative (tsr) assisted the hp to end therapy. The hp confirmed he would start over with new supplies. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a connection issue. The report was not confirmed due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was due to the supply bag falling and disconnecting. The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(4) spoke with the home patient's wife who stated the hp would not be able to provide any further detail regarding the incident. No samples were available. No patient injury or medical intervention was reported. Lot information was not provided.